Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The right ventricular (rv) his bundle lead exhibited over sensing of p waves and undersensing of the qrs. The ra lead was revised and remains in use. The rv his bundle lead was explanted and replaced. No patient complications have been reported as a result of this event.